Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deflation issue occurred. The target lesion was located in an atrio-ventricular fistula of the upper extremity. A 7.0 x40, 75cm gladiator¿ balloon catheter was advanced for dilatation. However, the balloon failed to be fully retrieved into the sheath during the procedure. The device was completely removed from the patient. No patient complications were reported.